Event description:
Hi (B)(6). Hope all is well. I was just made aware that several patients have notified our front desk staff that bristles from the toothbrushes they have been using have come off and become lodged in their teeth. In one case it got stuck in an elderly patient¿s throat. Please check on your end if there have been any changes in the production of the toothbrushes. Just want to prevent any further issues for anyone. No serious injuries have been reported.

Manufacturer narrative:
Complaint not confirmed.